Manufacturer narrative:
Device evaluation could not be performed since the surgical team at the hospital had discarded the complaint device. So, we were unable to determine the exact root cause of this device failure. Device was checked before use and was found to be functional. Both balloons in the shunt worked properly throughout the entire endarterectomy procedure. It was after completion of the procedure, surgeon encountered this issue as he was unable to deflate the internal carotid balloon by aspirating the saline in the balloon. So, he had to puncture the balloon in order to deflate it. No further intervention was needed. Surgeon was able to remove the entire balloon without any balloon fragmentation. We reviewed the lot history records for this lot number and did not find any discrepancies that would contribute to this incident. Our complaint history analysis showed that no other similar complaints were found on this lot number. Hence, we consider this event to be an isolated incident. Our manufacturing team does conduct 100% inspection on each device and tests them for balloon functionality. Each balloon is inspected to ensure they inflate and deflate properly. No further information was provided by the treating surgeon. Since the balloon operated properly during pre-use check and during use, it is possible that some anatomical or procedural factors may have contributed to this issue.

Event description:
Surgeon was unable to remove the internal carotid balloon from the patient's internal carotid artery after completion of carotid endarterectomy procedure. So, he punctured the balloon with a needle to deflate the balloon and was then able to remove it. No further intervention was needed. The surgical team tested the device before the procedure and both balloons were found to be functional.